Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had popping of the hip when putting shoes on. Patient's hip fell out of the socket. Per patient's daughter 12/02/2016: patient's hip dislocated while away for the holidays. The patient went to the ER and got hip (popped in). There was reported pain after revision due to hip falling out of the joint.

Manufacturer narrative:
An event regarding pain & dislocation involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient had popping of the hip when putting shoes on. Patient's hip fell out of the socket. Per patient's daughter 12/02/2016: patient's hip dislocated while away for the holidays. The patient went to the ER and got hip (popped in). There was reported pain after revision due to hip falling out of the joint.